Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retain testing source: phone.

Event description:
Customer reporting 10 suspected false positive flu b results. Customer states 7 of the 10 patients were symptomatic. 3 out of the 10 samples were re-run using the same test and produced a negative result, the other 7 samples had no further testing performed. Report 1 of 10.